Event description:
It was reported that a during an unspecified da vinci-assisted surgical procedure, a bowel injury occurred. The initial reporter did not know if the force bipolar instrument possibly caused or contributed to the bowel injury. Intuitive surgical, inc. (Isi) received the following information from the site¿s robotics coordinator (roco) regarding the reported event: the surgical procedure involved was a da vinci-assisted "retro peritoneal lymph node dissection" procedure. The roco indicated that he spoke to the surgeon, the surgeon could not recall the date of the reported event. The roco confirmed that the patient's omentum was injured twice while the surgeon was using a force bipolar forceps instrument. However, per the roco, the surgeon admitted that the injuries were due to gripping the tissue too hard with the force bipolar forceps instrument and by inappropriate tissue selection. The roco stated that the tissue damage was caused by "operator error." The roco indicated that the surgeon just quickly cauterized the injured tissue but no repair was required. The surgical procedure was completed robotically and no post-operative complications have been reported. The roco stated that the force bipolar forceps instrument has been put back into circulation and he has no idea what the lot # is of the instrument or where that instrument at this time. Patient information was requested; however, the roco did not have any data to provide regarding the patient's demographic info.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode as per the surgeon is determined to be due to gripping the tissue too hard with the force bipolar forceps instrument and by inappropriate tissue selection. Isi has requested the force bipolar instrument for failure analysis investigation, but at this time the instrument has not been returned. If additional information is received, a follow-up MDR will be submitted. A system/instrument log review cannot be performed since the event date was not provided. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a bowel injury occurred. There were also issues reported with the force bi-polar forceps where the tissue kept sticking to the instrument. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs.